Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 25-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 302 mg/dl that persisted for several hours after dinner. The user completed multiple supply changes before glucose levels began trending down and returned to range. No outside medical intervention was required.